Event description:
Everything gets stuck in my throat and I can't cough it out [foreign body in throat] I add one strip and opposite another, thinner than a match [wrong technique in device usage process] case description: on 2025-03-03 a spontaneous case was reported in russian federation (the) by a patient via (phone) call centre representative. The report concerns a male consumer of unknown age. The consumer received corega (carbomer+carna cream) for indication loose dentures. Batch lot number and expiry date was unknown. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega, the consumer experienced a medically significant event everything gets stuck in my throat and I can't cough it out (preferred term: foreign body in throat). On an unknown date, after an unknown time of starting corega, the consumer experienced a non-serious event I add one strip and opposite another, thinner than a match (preferred term: wrong technique in device usage process). The outcome of the events foreign body in throat and wrong technique in device usage process was unknown. No medical history was reported. No drug history was reported. The action taken for corega was unknown. Dechallenge was unknown and rechallenge was no-not applicable. The causality for the event foreign body in throat was reasonable possibility and for event wrong technique in device usage process was not reported/not assessable with suspect corega. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I bought your corega. I have a lower and upper jaw. The upper one is still holding, I don't add anything, and the lower one, according to your drawing, I add one strip and opposite another, thinner than a match. Am I doing everything right? It holds, but is this ointment itself harmful to the body? Everything gets stuck in my throat and I can't cough it up".

Manufacturer narrative:
Veeva case: (B)(4).